Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "cf08" error message. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
During a review of the device's event history, it was discovered that failure code 810:11 occurred once on (B)(4) 2010 during infusion. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.